Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo x-rays revealed that there was no damage or defects with the 11/130 deg ti cann tfna 380/left - sile. Due to poor quality photo evidence, it is not possible to view the device clearly, and hence the complaint condition cannot be confirmed. Also, misalignment issue cannot be assessed through a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the 11/130 deg ti cann tfna 380/left - sile was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 the surgeon implanted a trochanteric fixation nail-advanced (tfna) to treat patient's left intertrochanteric fracture. During procedure the surgeon had a difficult time getting the lateral opening drill and the 6/9mm step drill to pass through the nail. He proceeded to implant the tfna lag screw and also implant the distal interlocking screws. Surgeon did not notice on interoperative x rays that the lag screw was anterior to the nail. Upon review of the post operative x rays surgeon realized that the lag screw was implanted anterior to the nail and that it did not pass through the nail. It was determined that the nail was not assembled to the insertion handle correctly which allowed the angle guide to rotate and miss the nail anterior. Revision surgery was performed on (B)(6) 2023 where the nail and lag screw were removed without issue and a new nail and lag screw were implanted in the correct orientation. The status of the patient at this time is that they are recovering and the revision nail surgery was successful. There was no delay during the revision procedure. This report is for one (1) 11mm/130 deg ti cann tfna 380mm/left - sterile. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.